Manufacturer narrative:
Complaint sample was returned for evaluation and the reported event was not confirmed. The device did not show evidence of dull cutting surfaces. A process review was completed and discrepancies were found. No further investigation required. Complaint information was provided by (B)(4).

Event description:
It was reported during an unknown patient procedure the reamers were found to be dull. No patient injury or adverse events were reported.